Event description:
Hosp personnel responded to a pt in cardiac arrest. The device was used to administer countershocks to the pt and, according to the rptr, at some time during the code the device did not transfer energy to the pt when the discharge buttons were pressed. This opinion was based on the lack of expected pt muscular reaction to the defibrillator discharge. The pt was resuscitated.